Event description:
Following an atrial fibrillation ablation procedure, the patient had a stroke in the recovery room. The patient presented in a fib and had been diagnosed as persistent a fib. The patient was cardioverted five times during the case and was in sinus rhythm at the end of the procedure. In the recovery room, the patient was having some difficulty moving his left arm and speaking. A CT of the brain revealed the patient was having a stroke. The patient was taken to interventional radiology and a clot was removed from a cerebral artery. By the next morning his symptoms had completely resolved. There were no performance issues with any abbott devices. The physician believes that the patient had a cardiac embolism prior to the case that caused the stroke.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, the tactisys quartz log files were not received. Review of the device history record was not possible as the lot number is unknown. The physician believed that the patient had a cardiac embolism prior to the case that caused the stroke.